Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed in and found that the station was at the 'touch screen to begin' and ready for use. No issues were identified. The tss emailed the customer with the findings, and the customer stated that the station seemed to have fixed itself. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system prompted the password screen upon boot up. The customer rebooted the station due to a failed drawer, and it came up to the bios screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.